Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of greater than 600 mg/dl and a large ketone level identified as dangerous (diabetic ketoacidosis). The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer's endocrinologist maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.